Event description:
It was reported the charger and programmer can no longer communicate with the patient's ipg. As a result , the patient is without stimulation. Troubleshooting was attempted by two sjm representatives on different occasions to no avail. The next course of action is unknown at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.